Manufacturer narrative:
The device lot number is unk. There is no device sample being returned as the stent remains implanted. The investigation is underway.

Event description:
It was reported that during a procedure to restore flow within the severely diseased posterior tibial artery, it was observed that a vascular stent implanted six days previously in the left mid-sfa appeared to be twisted or kinked with no flow through the stent. The stent was relined with another stent to open the lumen; however, this did not resolve the kink and flow was still insufficient. A dissected intimal flap was also seen hanging into the proximal popliteal artery. It is unk when or how this occurred, as numerous different devices had been used to treat the pt. The procedure ended with almost no palpable pulse in the left leg. No further info was provided by the user facility.